Event description:
It was reported that the patient received inappropriate therapy due to the right ventricular (rv) lead having t-wave oversensing, diminished r-waves and undersensing. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).